Event description:
The customer reported approximately 50 - 100 ml of diluent leaked from the coulter act diff 2 analyzer. The customer indicated that the leak was not contained within the instrument. The customer stated that there was a possible power failure over the weekend, prior to the event, since the all of the instruments showed signs of a recent power failure. The customer stated that no patient samples were running at the time that the leak was observed and no erroneous patient results were generated. There was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of a laboratory coat, protective eyewear and gloves at the time of the event and no injury or direct exposure with the leak was reported.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument but could not reproduce the reported leak or find evidence that a leak occurred. However, the fse observed that white blood cell (wbc) and platelet (plt) failed on startup and proceeded to replace the wbc aperture and red blood cell (rbc) filters to resolve the issues. (B)(4).